Event description:
Following a urethral bulking implant procedure, exposed material was observed. The material was removed with grasping forceps during retreatment procedure. No further complications have been reported.